Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead had dislodged and was observed to be "hanging" in the right atrium. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead displayed high thresholds and loss of atrial capture was observed on the remote transmission. An in-clinic device check was performed and there was loss of capture in bipolar and unipolar configuration. The atrial lead was reprogrammed off to ventricular pacing only. The patient was reported to have had a recent fall. The patient was further reported to be in sinus rhythm with conduction, faster than the programmed lower rate. The lead remains implanted. No patient complications have been reported as a result of this event.